Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right brachiocephalic vein, the pta balloon was allegedly ruptured at 8 atm on the second attempt of inflation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas balloon catheter was returned for evaluation. Fiber disturbance noted throughout the balloon; no other specific anomalies were noted during the visual evaluation. During the functional testing, the balloon was inflated with an in-house presto inflation device, and during the inflation, water was noted to be streaming from the balloon. Upon further examination a pinhole rupture was noted on the balloon. No other functional testing. All the anomalies observed under microscopic observations. During the sample analysis, it was confirmed that the leakage on the balloon was caused by the pinhole rupture that was observed under microscopic observation. Fiber disturbance was also noted on the returned balloon during the visual evaluation. Therefore, the investigation was confirmed for the reported balloon rupture and identified fiber disturbance. A definitive root cause for the reported balloon rupture and identified fiber disturbance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the right brachiocephalic vein, the pta balloon was allegedly ruptured at 8 atm on the second attempt of inflation. There was no reported patient injury.

Manufacturer narrative:
H10: our firm received an FDA email correspondence on 8-july-2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. H11: d2: medical device type- lit; dqy. D4: medical device expiration date- 11/28/2025. D4: UDI- (B)(4). H4: device manufacture date- 12/15/2022.

Event description:
It was reported that during an angioplasty procedure in the right brachiocephalic vein, the pta balloon was allegedly ruptured at 8 atm on the second attempt of inflation. There was no reported patient injury.